Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. Additionally, it was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.